Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: thrombosis: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that upon removal of impella cp from right femoral artery (rfa), a thrombus was identified in rfa, and thrombus evacuated by accessing left femoral artery (lfa) and removing the clot. It was noted that for perclose attempted twice in rfa but failed. Good distal flow was observed after clot evacuation. The patient was reported to have survived the procedure.